Manufacturer narrative:
The insulin pump passed functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. The insulin pump was programmed 2.0 units fix prime with water reservoir. No air bubbles were created inside reservoir noted during testing. The insulin pump had cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 150 mg/dl at the time of incident. The customer stated that the blood glucose went up over 400 mg/dl due to air bubbles. The customer stated that they did rewind the insulin pump with a reservoir in place. The customer stated that the insulin was stored at room temperature. The customer performed displacement test and the insulin pump passed. The insulin pump will be returned for analysis.